Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. A prostar xl is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the handle in the backdown position as received. The sheath appeared normal. During investigation, guide wire patency was performed. A new guide wire was backloaded and frontloaded without a problem or any resistance. The hemostatic valve and exit ramp were checked and both were found normal. Clotted blood was found on the hemostatic valve and whether this contributed to the event could not be determined. There was no information provided to indicate if the reported guide wire used in the case was compatible (workhorse stiffness). The probable cause for the difficulty to advance the sheath over the guide wire are challenging anatomies like heavy calcified arteries, heavily scarred tissue, a morbidly obese patient, tight tissue tract because of inadequate skin incision or using a smaller sized introducer sheath. Based on the investigation findings, the device performed according to specification and there were no challenging anatomical conditions reported; therefore, the cause for the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. During manufacture the marking of each device is subject to inspection and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an arteriotomy closure, during a preclose technique, of a common femoral artery was attempted using two prostar xl devices before a core valve procedure which used a sheath of unknown size. Reportedly, after the sutures were retrieved, the guide wire could not be re-introduced into the device in order to maintain access. The same experience occurred for the second prostar xl device. A non-abbott wire was used to re-wire the device. The sutures were delivered successfully and hemostasis was achieved by both the prostar xl devices. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the device. Though requested, additional information was not provided.